Manufacturer narrative:
On (B)(6) 2025, (B)(6). Re: medwatch form mw5163217. Dear (B)(6), on (B)(6) 2024, securitas healthcare (sh) received a medwatch report from your facility reporting of device malfunction. You reported an incident having occurred in (B)(6) 2024. Further you reported that the person involved sustained multiple right sided subdural hematomas. (B)(6) subsequently reached out to you on december 27th and january 6th and requested that the devices in question be returned to securitas healthcare for evaluation. However, to date, none of the reported equipment has been returned. As the devices in question have not been returned to date - I am closing out this filing citing no further action required by securitas healthcare. As a reminder, the testing operation defined on page 40 of the user manual outlines the proper testing protocol to be used when arming the pad and m210 fall monitor. A copy of this user manual is included with this letter for reference. If you have any questions, please feel free to contact me at (B)(6). Sincerely, (B)(6) director of quality and regulatory compliance.

Event description:
Chair alarm pad wedged into the chair and did not alarm when the patient got up. The patient fell and sustained multiple right sided subdural hematomas.